Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient line of a homechoice cassette and transfer set. This occurred during dwell one of six of peritoneal dialysis therapy. The disconnection was further described as ¿the transfer set came off from a connector line¿. There was no patient injury or medical intervention associated with this event. No additional information is available.